Event description:
The customer reports after an endoscopic retrograde cholangiopancreatography (ercp) using an evis lucera elite duodenoscope with a single use distal cover, while washing the scope, it was noticed that the distal cover was missing. The scope was used again to recover the distal cover. The distal cover was located near the entrance to the duodenum and fell out of the body when the scope was pulled out. There were no adverse effects to the patient as a result of this occurrence. Additional details regarding the patient and reported event have been requested. At this time, no additional information has been provided.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Manufacturer narrative:
The supplemental report is being submitted to provide additional information received from the customer. Information added to b5. Also, information added to g2. The investigation is ongoing. This report will be updated upon completion of the investigation.

Event description:
The following additional information was received from the customer: the distal cover was observed to be broken at the rear end. No anti-fog agents were used during the procedure. Although additional information regarding the reported event was requested, all further details are unknown.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the findings are as follows: no scope abnormalities were found. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, there was no scope abnormalities found. Therefore, the root cause of the reported event could not be identified. The event can be detected/prevented by following the instructions for use (IFU) in section: ¿attaching accessories to the endoscope.¿ this supplemental report includes an update to information in d9, h3 and h4. Olympus will continue to monitor field performance for this device.